Manufacturer narrative:
During testing the device alarmed with a s321(motor error-pmc, left) malfunction alarm code. Additional testing of the device mechanism using a test device found the device did not alarm with a s321 malfunction alarm code. The probable cause of the s321 malfunction alarm code was a broken encoder on the device motor. The customer reported s320 (plunger homing timeouts) was not duplicated during testing; however was noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned ot the service center with a report from the customer of a s320 (plunger homing timeouts) malfunction alarm code. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testin at the service center, the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.